Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The returned product consisted of a threader balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There is shaft damage at the exit notch. The balloon has a pinhole at the markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-aug-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the mildly tortuous and mildly calcified left anterior descending (lad) and left circumflex (lcx) arteries. A 1.2mm x 12mm threader¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed using a non-bsc balloon catheter. There were no patient complications nor injury reported. However, returned device analysis revealed a balloon pinhole.